Event description:
It was reported that the patient developed a fever and was treated for (B)(6) of unknown origin with intravenous (IV) antibiotics after (B)(6) blood cultures. After two days of IV antibiotics, blood cultures remained (B)(6) and hypotension and thrombocytopenia developed. Computerized tomography (CT) scan of chest did not reveal septic pulmonary emboli and transesophageal echocardiogram (tee) was negative for vegetation on leads or valves. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).